Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e3: reporter is a legal attorney.

Event description:
It was reported that on (B)(6) 2018, patient's left knee was revised to address instability. Intraoperatively, it was identified that the tibial base plate was loose (interface not provided) and had subsided. It was also noted that the well-fixed femur was malpositioned/internally rotated and was explanted along with the tibial tray and insert. The patella component was well-fixed and was retained. Revision tibial tray and revision femur, with sleeve and stem for both side constructs were implanted, there were no complications reported. No product information was provided in the records for revised primary implants or retained patella. The records did provide a partial record of the revision implants placed during on (B)(6) 2018, revision--these appear to be only for the femur side of the knee (depuy femur, augments, sleeve, and stem, as well as depuy cement). On (B)(6) 2022, patient's left knee was revised again to address severe pain and gross instability. Intraoperatively, the well-fixed femur components were explanted from the femoral sleeve and stem, which were well-fixed and retained. An s-rom noiles hinged femur with 2 femoral augments was implanted along with 12mm thick hinged insert. All tibial side components were well-fixed and retained, as was the primary patella. There were no reported complications. Doi: on (B)(6) 2018, dor: on (B)(6) 2022, left knee.